Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick otw balloon ruptured at 6 atm. The number of inflations and to what atm is unknown. The lesion was located in the calcified and chronic total occlusion (cto) left anterior descending (lad) artery. The procedure was successfully completed with another of the same device with no patient complications. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.